Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The left ventricular lead exhibited loss of capture. The device was reprogrammed and the patient would be monitored.